Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom door not fully latched alarms was confirmed and reproduced. It was caused by a failed upper auxiliary link switch. As a result, the upper auxiliary assembly was replaced.

Event description:
It was reported that a pump was alarming for a door not fully latched message. There was no patient involvement.